Manufacturer narrative:
(B)(4). Concomitant medical products: 30103606, g7 vit e neutral lnr 36mm f, 65224175, 650-0661, delta ceramic fem hd 36/0mm, 3062878, 010000665 g7 pps ltd acet shell 56f 7001752, 192013, echo por fmrl nc 13x145mm, 733290. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02472, 0001825034 - 2022 - 01956.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently patient is experiencing pain approximately 9 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.